Event description:
It was reported that 8 days after filter implant, the pt presented with recurrent pe. Several days later, a CT identified thrombus in the vena cava extending superiorly to the top of the filter. The filter was now reported to be tilted and several legs appeared to be outside the margin of the cava. History: pt has a history of adenocarcinoma of the esophago-gastric junction, was hypercoagulable, with a history of dvt and pe. Anticoagulation was contraindicated, as the pt experienced a gi bleed before and after filter implant, which required transfusions and embolization.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. The device remains implanted; therefore, not available for evaluation. The event investigation is currently underway.